Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had concurrent solution flow during patient infusion on the intensive care unit. An intermittent labetalol dose was infusing through a secondary bag, programmed to be infused over 5 minutes; however, the dose did not fully infuse as the pump was pulling from both primary and secondary lines. The call-back function was programmed to alarm when labetalol infusion completed; the alarm sounded as secondary bag was more than half-full at "end" of programmed infusion time. Despite troubleshooting the setup, a "flush" of the remaining labetalol was required to fully infuse the programmed ordered dose. The pump did not alarm at any point indicating issues; the only alarm sounded at the "end" of infusion as call-back. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow accuracy test for the primary and secondary setup was performed, and no issues were observed. During evaluation, the reported issue was unable to be reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log for the reported event date identified an infusion of labetalol run as a secondary infusion for 51 minutes. The infusion completed as intended and the reported issue of concurrent flow could not be confirmed through the event history log. Should additional relevant information become available, a supplemental report will be submitted